Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that a (B)(6) printer was printing garbled information and the batteries were hot to touch. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).